Event description:
Per the audiologist's report, the electrode impedances from the pt's device had decreased since implant surgery in 2006. An integrity test in 2007 showed multiple electrode anomalies. Cochlear recommended that the device be replaced. No info has been reported to cochlear.